Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed and the programming in the insulin pump was correct. No additional information was provided at the time of call.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed the functional testing. However, the device had a cracked reservoir tube.